Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a routine in clinic follow up. Upon interrogation, several mode switch episodes showing undersensing were noted on the atrial channel during atrial fibrillation episodes. Programming changes were performed. The patient was asymptomatic throughout.